Event description:
It was reported that the subject device displayed a black screen with no image upon connection. The issue occurred during an upper endoscopy procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black image was due to a printed circuit board not responding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.